Manufacturer narrative:
(B)(4). This lot was manufactured february 3, 2015 to february 4, 2015 the device was received for evaluation. A visual inspection on the unit noted white particulate matter approximately 0.20 to 0.30 square mm in size in the fluid of the reservoir, verifying the reported condition. Ftir spectrophotometer scanning identified the particulate matter as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter found in the device. There was no patient involvement. No additional information is available.